Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing on the ventricular channel was observed via stored egm. Programming changes were made, and the device remains implanted.

Event description:
New information received indicates that non-sustained lead noise due to post-paced t-wave oversensing continues to observe on a stored egm. Programming changes were recommended.